Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box shows evidence of unacknowledged replace cartridge alarms leading to replace battery alarms and low battery warnings. No moisture/corrosion was observed in the battery compartment. No damage was found to the battery compartment or returned battery cap. The returned battery cap was able to fully tighten to the pump and power it on. The current draws were measured within specifications. A battery life issue was not duplicated during investigation. The pump cover was removed to find no evidence of moisture or loose components inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.